Event description:
It was reported that after placement in a stenosis of an iliac artery, the stent appeared longer than the same length of a deployed stent graft in the opposite iliac artery. The stent was also longer than the targeted lesion.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # 9080007. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number to date. The stent remains implanted and the delivery system was not returned for evaluation. A screen shot of a dicom viewer was provided for evaluation. The screen shot shows the aortic bifurcation of a pt. Two stents were placed in the left and right iliac arteries. A measurement tool of the dicom viewer indicates that the stent placed on the right side has a length of 77 mm whereas the stent placed on the left side has a length of 95 mm. Based on the quality of the image, the strut pattern of the placed stent/stent graft could not be evaluated. The results of the investigation are inconclusive and the root cause is unknown. The instructions for use (IFU) address stent elongation as it is stated that there may be minimal length change of the stent during deployment. The IFU also states that micro adjustments are no longer possible once the stent is partially or fully deployed.